Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2019-08352. It was reported that patient experienced ineffective therapy after a fall. X-rays confirmed that the t12 drg lead migrated. Additional information was received that l1 drg lead also migrated. As a result, patient underwent surgical intervention on (B)(6) 2021 to explant and replace the entire drg system with an scs system to address the issue. During the procedure, the t12 lead was unable to be fully explanted (manufacturer report number 1627487-2021-00855). However, the l1 lead was fully explanted.